Event description:
It was reported that approximately five weeks after a routine device change out the patient developed an infection of (B)(6) in the blood. The implantable pulse generator (ipg) was explanted and replaced and the ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).